Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two mitraclip xtw's were implanted successfully and the procedure was discontinued. The final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported. It was reported that in (B)(6) 2026, the patient had a serious fall and upon follow-up it was identified that the clip had a single leaflet detachment (slda) of one of the clips from the septal leaflet. The tr increased to grade 4. No additional information was provided.